Event description:
Pt was experiencing sporadic pain relief as well as feeling more sedated at some times. The physician accessed the pump on several occasions and found a varying discrepancy (from 60% to 115%) between the actual reservoir volume and the volume indicated by telementry. The only symptoms the pt experienced were that of oversedation (somnolence), and no other symptoms more serious than that. The device was explanted and returned to the MFR for analysis.